Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the incision was enlarged when removing and replacing the intraocular (iol) lens within the same procedure. Results of using the ocular response analyzer (ora) machine determined that the iol size was incorrect. The lens was cut out and replaced within the same procedure. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation and was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in half. Stains that appear to be viscoelastic were observed. Also, the visual inspection revealed surface residuals on the lens that is consistent with a lens that was inserted and removed from the patient¿s eye. Due to the condition of the lens, the diopter measurement could not be performed. The lens diopter result obtained from the measuring intraocular lens quality (miq) electronic system of the test performed when this lens was manufactured, showed that lens serial number 7874301409 corresponds to a 24.0 diopter which meets specification. The device manufacturing record was reviewed and revealed that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No issues were reported at the miq measurement operation. Based on the manufacturing record review, no deviation due to iol power measurements was reported when this production order was completed. A review of the raw material / manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related to this complaint type. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.